Event description:
It was reported that an MRI was being performed to rule out a granuloma. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8596sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID: 8709 lot# serial# (B)(4), implanted: 2006 (B)(6), product type catheter product ID: 8709 lot# serial# (B)(4), implanted: 2006 (B)(6), product type catheter. (B)(4).